Manufacturer narrative:
There was patient harm, however, it is unknown how the patient was harmed.  This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported to have damaged patient's thigh when attempting to harvest graft. Replaced dermatome and blade and second unit worked fine. Event occurred during surgery. No harm, delay of 0-15 minutes reported. There was impact to the graft, it was able to be used but an additional unplanned skin graft was required. No additional consequences have been reported as a result of this malfunction.

Event description:
No additional event info available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, d10, g4, g7, h1, h2, h3, h4, h6, h10 product evaluation: product review of the air dermatome serial number (B)(6) by zimmer-taiwan on (B)(6) 2020 revealed that the motor, bearing pack, o-ring, seal, reciprocating arm, external e-ring, machine head, head screw seal, hinge throttle, hinge throttle gasket, lever, ball plunger, and width plate screws needed to be replaced. Product repair of the device was performed by zimmer-taiwan on (B)(6) 2020 which included replacement of the following: motor , ball bearing , spring seal, needle bearing, reciprocating arm, motor sleeve, o-ring, machine head, screw seal, hinge throttle, width plate screws, lever, ball plunger additional repair included (recalibration, etc.) The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is not confirmed.